Manufacturer narrative:
Product evaluation: the product was not returned for analysis. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause: no root cause can be determined at this time. No lot/serial number or sample was returned by the customer . Action taken: investigation has been completed based on current information. Conclusion: based on our current tracking, there are no adverse trends for this reported complaint and based on these findings the residual risk remains unchanged and at an acceptable level. Additional information has been requested. (B)(4).

Event description:
A user facility reported that during a postoperative check following intraocular lens (iol) implant surgery, it was noted the rear end of the haptic was broken. In addition, white crystals were observed on the iol. The lens was exchanged. During the exchange procedure, the capsule ruptured. Additional information has been requested. There are two medical device reports associated with this event. This report is for the exchanged lens.